Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv (large volume) under infused during a patient infusion. The device had been filled with piperacillin/tazobactam 18000mg in 230ml sodium chloride 0.9% for a 24 hour infusion. The device was connected at the hospital clinic in the morning at 8:30 am and disconnected the following morning, when the issue was noted. The device was connected directly to the patient¿s PICC line (peripherally inserted central catheter) and access was via single lumen PICC, "4 fr". The device was kept at level of the heart and the PICC was inserted into left basilic vein. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the results were within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.